Manufacturer narrative:
The investigation did not identify a product problem. The issue is consistent with preanalytical tube handling due to underfilled tubes. The tests were performed on lithium heparin samples. The electrode method sheet states that "if heparinized plasma is used, ensure that the collection tubes are filled with the correct volume of blood. Underfilling of heparin tubes can result in a high concentration of heparin in the sample which has been shown to result in a small but significant underestimation of sodium when measured by ionselective electrode methods."

Manufacturer narrative:
The customer replaced the electrode which did not resolve the issue. The field service representative did not find a cause. He stated the laboratory did a comparative study of patient samples collected in lithium heparin tubes and in serum tubes. For serum samples, no differences were observed. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable ise indirect gen.2 sodium results for an unknown number of patient samples from the cobas integra 400 plus analyzer. The results were reported outside of the laboratory and were questioned by the doctors as they did not match the patients' clinical situation. The laboratory decided to perform repeat testing on a blood gas analyzer. Only one example could be provided. The initial result was 117 mmol/l and the repeat result was 140 mmol/l. The electrode lot number and expiration date were requested but were not provided.